Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited mode switch due to noise oversensing. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.